Event description:
It was reported, that during an unrelated generator replacement an insulation. Damage was noted, on the right ventricular (rv) lead. The physician elected to fix the rv lead. The patient was in stable condition.